Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, foreign material on set screw, a loose/detached set screw, a missing set screw, and a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) and atrial lead was successfully implanted, approximately three days post implant high atrial lead threshold was observed. Patient received re-operation, and during the operation, when re-connecting the atrial lead to the ipg, the setscrew of the device could not be tightened so lead could not be fixed. Physician alleged ipg and atrial lead connection issue. The ipg was explanted and replaced with a new device, the atrial lead was re-positioned, connected to the new device and remains in use. No patient complications have been reported as a result of this event.